Event description:
Tandem t:slim x2 insulin pump shut off in the middle of the night with no warning. Upon waking, the pump was plugged into the power cord and the pump still would not turn on. After two hours plugged into power and troubleshooting, the insulin pump still would not turn on after multiple attempts. This insulin pump was only 1 week old at the time of the malfunction. Blood sugar levels were sky-high. The only thing that kept me from being hospitalized was the fact that I still had long-acting basal insulin leftover at home from when I transitioned to using the pump. I was not able to go to work and was on the phone all day with my endocrinologist trying to keep my blood sugar under control to prevent dka and hospitalization. This malfunction is unacceptable and life-threatening to a type 1 diabetic. FDA safety report ID # (B)(4).